Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were replaced and the advanced breathing system was cleaned to resolve the reported issue.

Event description:
The hospital reported an error resulting in the loss of pressure mode ventilation. There was no report of patient involvement.